Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included cystoscopy, adenomyosis, uterus enlarged, parakeratosis, hyperplasia endometrial, paratubal cyst, cervical intraepithelial neoplasia, electrocauterisation and overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), urticaria ("rashes or skin conditions type: hives"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) (uterus and cervix removed) ,salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, weight increased, headache, urticaria, tooth disorder, dysmenorrhoea, fatigue and allergy to metals outcome was unknown and the menorrhagia, alopecia, dyspareunia, female sexual dysfunction and migraine had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date of insertion, may 2010. Current weight 200 lbs. Approximate weight at the time of essure placement 165 lbs. The essure device was inserted into left 3 coils and right 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram:- on (B)(6) 2010: total bilateral occlusion/ healthcare told that procedure went well and my tubes grew around the coils.; in august 2010: results: satisfactory placement of coils / full occlusion. Pathology test: on (B)(6) 2010: 1. Anterior lip of the cervix marked. 2. Posterior lip of the cervix marked. 3. Endocervical biopsy. Description- the essure device was inserted into left 3 coils and right 5 coils. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dyspareunia , menorrhagia, dysmenorrhea, nickel allergy, pelvic pain in female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: new pfs+mr received. New events- abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, rashes or skin conditions type: hives, dental problems, dysmenorrhea (cramping), fatigue, nickel allergy, pain were added. New reporters, plaintiffs information, concomitant conditions and historical drug added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), alopecia ("hair loss"), weight increased ("weight gain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the vaginal haemorrhage, headache, alopecia, weight increased and dyspareunia outcome was unknown. The reporter considered alopecia, dyspareunia, headache, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: satisfactory placement of coils / full occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included cystoscopy, adenomyosis, uterus enlarged, parakeratosis, hyperplasia endometrial, paratubal cyst, cervical intraepithelial neoplasia, electrocauterisation and overweight. Concomitant products included cetirizine hydrochloride (zyrtec) and lisinopril. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), urticaria ("rashes or skin conditions type: hives"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) (uterus and cervix removed) ,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, weight increased, headache, urticaria, tooth disorder, dysmenorrhoea, fatigue and allergy to metals outcome was unknown and the vaginal haemorrhage, menorrhagia, alopecia, dyspareunia, female sexual dysfunction and migraine had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date of insertion- (B)(6)2010. Current weight 200 lbs. Approximate weight at the time of essure placement 165 lbs. The essure device was inserted into left 3 coils. And right 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion/ healthcare told that procedure went well and my tubes grew around the coils.; in (B)(6)2010: results: satisfactory placement of coils / full occlusion. Pathology test - on (B)(6)2010: 1. Anterior lip of the cervix marked 2. Posterior lip of the cervix marked. 3. Endocervical biopsy. Description- the essure device was inserted into left 3 coils. And right 5 coils.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dyspareunia , menorrhagia, dysmenorrhea, nickel allergy ,pelvic pain in female quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: plaintiff fact sheet received. Product information details updated. Outcome of event vaginal haemorrhag as changed from "unknown" to "recovered/resolved". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), alopecia ("hair loss"), weight increased ("weight gain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the vaginal haemorrhage, headache, alopecia, weight increased and dyspareunia outcome was unknown. The reporter considered alopecia, dyspareunia, headache, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: satisfactory placement of coils / full occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.